Manufacturer narrative:
The reported complaint of tubing separation on the 011-46103-30 monitoring kit could not be replicated on the returned sister sample. The set was able to be primed and was leak tested with no occlusions or leaks observed across the set. Each of the four representative bonds were pull tested and met product specification. Without the return of the used sample or photos of the device, the reported complaint cannot be confirmed. The lot # 3898630 was reviewed and there were no relevant non-conformances found.

Event description:
The event involved a report stating that the pressure tubing of a transpac it monitoring kit came apart at the stopcock connection closed to the patient. There was no report of patient harm.